Event description:
It was found in an xray that a plate had broken into two pieces in the middle of the plate. X-ray was taken 2-3 weeks after the original operation. Patient is tumor patient. Surgeon performed mandible reconstruction operation and cut the plate to six holes.